Event description:
The clinician reports the implant was inserted (B)(6)2022- in ada 9. On (B)(6)2025, loss of osseointegration was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.